Event description:
Customer reported a failure of recall error codes. Customer reported there were no patient injuryies associated with this report customer did not have information whether incident occurred during patient infusion.